Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mem475 batch number, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. The doctor made one stitch through the lingual tissue under the tongue and the suture separated from the needle. A second like device was used to complete the procedure. There were no patient consequences reported.